Manufacturer narrative:
The manufacturer has received the sample and will evaluated. Results are expected soon.

Event description:
Residual fluid within the catheter. The catheter was removed due to a subcutaneous leak and residual fluid within the catheter. According to the radiologist, fluid was seemingly leaking through the imaging modality, but it was highly possible that fluid had remaining within the lumen, not causing a leak. The doctor wants to know the site of internal leak, if there was.